Event description:
Boston scientific received information that during a left ventricular (lv) lead implant procedure, the physician placed the lead wires and guide catheter into the target vessel. The physician noted that the wires moved out of the vessel as the catheter's valve did not fixate the wires properly causing a perforation of the target vessel to occur. No additional adverse patient effects were reported.

Event description:
Additional information was received that he physician decided to finish the implantation as the blood pressure of the patient remained stable and his overall condition was satisfactory. No additional adverse patient effects were reported. Procedure completed.

Manufacturer narrative:
The catheter will be returned for analysis. Upon receipt the catheter will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
The abandoned catheter was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Additional information was received that the physician decided to finish the implantation procedure as the patient's blood pressure remained stable; his overall condition was satisfactory. The decision was made to discarded the catheter at the hospital and the procedure was successfully completed. No additional adverse patient effects were reported.